Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000158872. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced severe back pain after trial lead removal. Investigation was unable to determine which lead attributed to the issue. Patient was taken to ER and epidural hematoma was diagnosed. Patient is recovering; therefore, no further intervention is planned.